Event description:
A customer contacted beckman coulter, inc. (Bci) to report approximately 13 ft3 patient results from access 2 immunoassay analyzer that were below the normal reference range and were questioned by the physician. The customer did not repeat the analysis on the patient samples. The customer noted that for the last month, all ft3 patient results had been low (2.2-2.4 pg/ml range). No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The customer runs 3 levels of ft3 qc once a day. Qc results between dates of 6/28/2010 and (B)(6) 2010 were within the customer's established ranges. A clear root cause for this event has not been determined to date.